Event description:
It was reported that 13000 bd luer-lok¿ syringes leaked blood past the stopper in lots 2196683 and 1287215. The following information was provided by the initial reporter: "in dialysis unit they using 20cc ll in dialysis pump blood and heparin are coming at back side of plunger even blood loss so much in this syringe"

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2196683. Medical device expiration date: 31-jul-2027. Device manufacture date: 15-jul-2022. Medical device lot #: 1287215. Medical device expiration date: 31-oct-2026. Device manufacture date: 14-oct-2026. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval, yes. D10: returned to manufacturer on: 12-jan-2023. Our quality engineer inspected the 6 photos and 1 pack of samples submitted for evaluation. The reported issues of leakage past stopper and leakage other were not confirmed upon inspection and testing of the samples. The photos provided showed leakage past the stopper of the syringe. However, analysis of the samples showed that there were no abnormalities or defects present. The returned samples underwent leakage testing, and no signs of leakage were observed. Bd could not determine a manufacturing related root cause since the defect was not confirmed by the returned samples. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 13000 bd luer-lok¿ syringes leaked blood past the stopper in lots 2196683 and 1287215. The following information was provided by the initial reporter: "in dialysis unit they using 20cc ll in dialysis pump blood and heparin are coming at back side of plunger even blood loss so much in this syringe"